Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An associate reported rough epithelium in a patient's right eye post photo refractive keratectomy (prk). The patient noted light sensitivity. Topical steroid drop dosage was increased. Symptoms are interfering with patient's daily activities. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Event description:
Upon follow up, issues were noted to be resolved one week later.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).